Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon head stuck [foreign body in reproductive tract]. Removing tampon string broke off, tampon stuck [complication of device removal]. String broke off tampon [device breakage]. Consumer sent e-mail stating the string broke off while removing the tampon. No serious injury was reported.